Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a set found inside a pump that had earlier been in use for an insulin infusion had a balloon in the silicone segment near the upper fitment. This was discovered after the infusion had been disconnected, when the set was no longer in use and the patient had been discharged. The customer was surprised to find this because their clinical practice would not permit any IV push medication to be delivered into an insulin line. There is no information at this time about whether the line may have been flushed at the time of disconnection. There is no reported patient harm.

Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. During visual inspection it was observed that the silicone segment tubing had a slight bulge and discoloration, and was weakened, 2 inches below the upper fitment. Functional and pressure testing was performed; no bulge/balloon was observed in the silicone segment tubing. The fluid flowed freely with no issues observed. The root cause of the customer¿s report of the ballooning silicone segment was not identified.